Event description:
On (B)(6) 2008, the pt was implanted with a scs system. On (B)(6) 2010, the pt thought the ipg battery was not lasting long enough between recharges, but based on the programmed settings, it was. Pt had foot surgery later in (B)(6) 2010 and did not turn off stimulation before the surgery. After the surgery, the pt had no stimulation and could not communicate with the ipg. X-ray showed that the ipg had not flipped but was upside-down. Replacement pt programmers and charging systems were tried but were still unable to communicate with the ipg. The device was explanted on (B)(6) 2010.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Communications and functional testing were completed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Communications testing both before and after decontamination produced an error; the ipg was not responding. During functional testing, ipg would not communicate with a lab programmer, a lab charging system, or the blue screen utility. A battery access hole was cut, and the battery recovery process was successful. There are no signs of battery leakage, so it was placed on a lab charging system and fully charged. It then successfully passed the auto test. Conclusion: the complaint about no communication/charging/stimulation was confirmed; as received, the ipg was non-functional. A battery access hole was cut, and the battery recovery process was successful. After fully charging the battery, the ipg passed the auto test. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.